Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ lower abdominal pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gravida ii and parity 2. Concurrent conditions included depression, anxiety and hypertension. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 for birth control, escitalopram oxalate (lexapro) from 2014 to 2015 for depression and anxiety as well as diazepam (valium) and ketorolac tromethamine (toradol). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: rashes/hives"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower had resolved and the urticaria, dyspareunia, alopecia and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia and urticaria to be related to essure. The reporter commented: discrepancy noted in essure implant date 2012 , (B)(6) 2012,(B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received.events: rashes or skin conditions type: rashes were updated to hives. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ lower abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included depression and anxiety. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for birth control and escitalopram oxalate (lexapro) from 2014 to 2015 for depression and anxiety. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower had resolved and the rash, dyspareunia, alopecia and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia and rash to be related to essure. The reporter commented: discrepancy noted in essure implant date 2012 and (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: rashes or skin conditions type: rashes, dyspareunia (painful sexual intercourse), pain/ lower abdominal pain, hair loss, lower back pain and plaintiff did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.